Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report 1416980-2025-05795. All information can be found under manufacturer report number 1416980-2025-05795. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a cracked membrane of the filter was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter on a non-dehp extension set was broken. While removing the device from the packaging, prior to patient use, it was observed that there was a break in the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.